Manufacturer narrative:
This report will be updated upon receipt of additional information.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. The battery's longevity went from 2.5 years remaining as of (B)(6) 2019, and was recently showing ert (elective replacement time). The rep indicated that the device would be scheduled for replacement at the end of april. No further updates have been received at this time.

Manufacturer narrative:
Device technical analysis: the returned implantable cardioverter defibrillator (ICD) device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device is included in the low voltage capacitor advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. Within approximately 6 months time, the battery's longevity went from 2.5 years remaining, to showing ert (elective replacement time). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.